Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, peri-implantitis, infection, pain, swelling, abscess. Dentist had 4 implants that day, this was the only failure.